Event description:
A customer reported a troponin 1 result of 0.091 ng/ml to the floor prior to repeat testing. Upon retest the sample results were 0.051, 0.020 and 0.019 ng/ml. A biased result of this magnitude might initiate cardiac catherization. There was no report of patient harm as a result of this event.